Event description:
During a knee arthroscopy, it was noted that during normal use of the blade in osscillate that metal fragments were noted in the joint. The surgeon removed as much as he could through suction but some still remained inside the joint.

Manufacturer narrative:
The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specification. However, it was observed that there was a significant degree of splay at the inner blade edgeform. This splay is typically caused by the stresses induced in the blade tip during forming and released once the edgeform is cut into the tip. The splay caused a reduction in the gap between the inner and outer blade tips resulting in friction and galling of the material, leading to shedding (seizing, broken, non-operative). A change to the fabrication process for the inner blade has been affected, via (B)(4), which eliminates the splay condition. Additionally, steps at the assembly process have been initiated to screen for blade friction prior to packaging. (B)(4).